Event description:
The physician intended to implant a 2.5 mm diameter x 14 mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in the distal lad. The target lesion was pre-dilated using a 2.0 x 15 mm other brand balloon. Resistance was encountered advancing the integrity device to the target lesion. The stent could not cross the lesion and the device was removed. The stent was observed to be damaged on removal. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause of reported event cannot be determined based on information received). Evaluation, conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on information received). (B)(4). Evaluation summary: the device involved was returned to the manufacturing facility for evaluation. The stent had moved distally and was slightly overlapping the distal marker band. The proximal and middle stent segments were raised and bunched. The first three distal segments were relatively intact. Crimp impressions were evident along the exposed proximal balloon portion.